Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, the patient experienced blurry vision at all distance. The lens was explanted and exchanged with atiol one month following the initial procedure. The clinical reason for the explant was hyperopic refractive surprise outcome. Additional information has been requested, yet no new information received.

Manufacturer narrative:
Correction information provided in b.5. Additional information in h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received that there was no patient impact.